Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat bladder prolapse on (B)(6) 2008. By (B)(6) 2009, the patient continued to experience urinary tract infections, vaginal spotting and voiding difficulties. The patient also had an unrelated myocardial infarction during her recovery. An area of exposed mesh was found in (B)(6) 2009 and the patient had a mesh revision and removal on (B)(6) 2009. She continues to experience urinary tract infections and pain, and additional eroded mesh was detected on (B)(6) 2011, but it has not yet been removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Voiding difficulties; mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision of mesh on (B)(4) 2012. It was reported that patient died on undisclosed date. No additional information was provided. Mwr-17102018-0000218853 represents the information provided for the first procedure on (B)(4) 2009. (B)(4) represents the information provided for the second procedure on (B)(4) 2012.